Event description:
The pt was readmitted six onths post index procedure for repeat angiogram, which showed in stent restenosis of the distal rca, mid rca, and proximal rca. The pt underwent repeat ptca and four taxus stents were implanted to treat the restenosis. The pt was discharged home the following day instable condition.